Manufacturer narrative:
Mfg site eval: evaluation on-going.

Event description:
Country of complaint: (B)(6). Pt suffered a burn inside the mouth - superficial mucosa. The consultant noticed that the handpiece was hot on his fingers and smoke was coming from the drill. Handpiece received with spray nozzle gd460r, mfg date on 07/2014. Additional components in use: gd672/ microspeed uni motor cable f/foot ctrl. Lot/batch: 51618365 serial number: (B)(4). Product date: 01/27/2010. Gd678/ microspeed uni micro 150 motor. Lot/batch: 51614459 serial number: (B)(4). Production date: 01/25/2010.